Event description:
It was reported that this right ventricular (rv) lead was fracture. An inappropriate shock was delivered due to noise signals. No pacing inhibition was seen. Tachy mode was programmed off. Impedance measurements went up but remain within range. Thresholds became high. The lead remains in service. No adverse patient effects were reported.